Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported shingles which was likely as a result of diminished immune response in the post-op period. Interventions included medication of acyclovir was prescribed for the shingles on (B)(6) 2016 and resulted in a urgent care visit. The event was unlikely related to the device or therapy and possibly related to the implant procedure. It was reported that the patient was complaining of pain and redness at the incision site. The event resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a clinical study that on (B)(6) 2017 the patient was experiencing pain and redness at the incision site and was diagnosed with shingles. No further complications were reported/anticipated.